Event description:
The user facility reported that a blood leak occurred at the start of treatment. The patient was estimated to lose 150cc of blood. No intervention was required and the patient is doing well. Sample has been discarded.

Manufacturer narrative:
A plant investigation is currently on-going. When completed, a supplemental report will be submitted.